Event description:
It was reported that a pt was transferring onto a commode, when allegedly, the hinge came loose, causing the pt to fall. Pt suffered a broken leg. According to family member, the pt knew the hinge was loose on the commode, but still continued to use the product.